Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed excessive no delivery even after complete set changed. Customer stated troubleshooting was done on 3 different occasions. Customer had been taking thyroid medication for years and had been under a lot of stress. Customer's blood glucose was 19.1mmol/l. Customer treated with 10 units of insulin and brought down her blood glucose to 16mmol/l. Customer reported had been experiencing high blood glucose for a week now. Advised the customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer will be returning the product. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.